Manufacturer narrative:
The lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -8.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to low vault. Reportedly, this is due to a patient-related factor. The reporter states that the sulcus is much bigger than the measured white-to-white value and is too big for a longer 13.7mm lens. On (B)(6) 2018 an artiflex lens was implanted into the patient's eye.